Event description:
The dental office had the mii sterilizer for about one year but returned it to the dealer for some cosmetic repairs. The incident occurred during the first use of the sterilizer upon its return. The employee using the unit was standing at a sink adjacent to where the sterilizer was being used. Employee heard a loud noise and felt a strike to the back, then felt a hit to the leg as employee stepped away. The sterilizer door had opened unexpectedly and toppled from the countertop, hitting the employee in the back and leg. Employee was x-ray'd and found no injury but did suffer bruises.